Event description:
Customer reported an overdose of epidural analgesia, due to user error of programming in terms of milliliters instead of milligrams. Since the concentration of the drug was 5mg/ml and the pca dose was set at 0.5ml instead of 0.5mg, the patient received 2.5mg per pca dose instead of 0.5mg. The error was discovered quickly in the intensive care unit where the patient was sent because of hypotension following open intratrochanteric fracture reduction. The patient did not have an adverse reaction or sequelae.